Event description:
It was reported that a chesapeake cervical ti screw was unable to be fully inserted into a chesapeake cage intra-operatively. The procedure was completed successfully using a replacement screw with a one minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.